Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. The field service engineer that discovered the issue, stated that the fse is waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse. This notification will be cancelled as the fse have not heard from the customer with a po to attend site. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm service, cardiosave intra-aortic balloon pump (iabp) had fibre optic damage caused by user. Patient was not involved. No one was harmed.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6 type of investigation added testing of device code.

Event description:
N/a